Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional common device name gxl. Device is an instrument and is not implanted/explanted. A service history of the past three years has been reviewed. The item was previously returned for service on 06-aug-2013 and 17-oct-2013 due to motor failure. The customer called in a service request for this item on 8-apr-2014 and reported the device runs continuously. The previous service conditions of motor failure are relevant to the current complained issue of device runs continuously. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During testing before a case, it was reported one of the buttons is stuck, motor runs continuously. This event did not contribute to a death or injury, whether the device was misused or not. The device did not malfunction during surgery while being used on a patient. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
An additional evaluation was performed. The customer reported the motor runs continuously, and one of the buttons is stuck. The repair technician reported the device tested ok. Preventative maintenance is the reason for repair. The cause of the issue is unknown. The complained issue was not able to be reproduced. The membrane switch/flex circuit was replaced. This item was repaired, passed final inspection and returned to the customer on (B)(6) 2014. The evaluation was unconfirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.